Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her insulin pump beeped every three minutes for approximately five to ten seconds per beep. The patient's blood glucose at the time of incident was 101 mg/dl. The self test was performed and the insulin pump failed to vibrate. A new energizer aaa alkaline battery was inserted into the insulin pump. The self test was performed again but the vibration did not occur. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump passed the functional testing including the self test. The pump vibrator functioned properly. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump alarms were turned off and the sensor and monitored for 24 hours. No unexpected alarms or beeps were noted during testing. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.